Manufacturer narrative:
Four days after the onset of peritonitis, the patient recovered from peritonitis, was doing well and the fluid was clear. Six days later, the patient was discharged from the hospital. On an unknown date, remedial treatment with fortum and reflin was stopped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection fortum (intraperitoneally, 1 gram, once a daily) and injection reflin (intraperitoneally, 1 gram, once a daily) for the event of peritonitis. The treatment with fortum and reflin were ongoing. At the time of this report the patient was still hospitalized for the event and was recovering. Dianeal therapy was ongoing. No additional information is available.